Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was scratch. The customer¿s blood glucose level was 83 mg/dl. Customer stated they cannot read the display. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with a severe scratch on the lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.